Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not getting drops of insulin after an infusion set change. The customer was assisted with an infusion set change. The customer¿s blood glucose level was 273 mg/dl. The customer also reported that sometimes their blood glucose level would drop to 46 mg/dl. The device will not be returned for analysis.